Manufacturer narrative:
Investigation summary: one sample and one photo was received the investigation concluded that the complaint is confirmed. A review of the device history record revealed there were 19 inspections on 152 parts and at print/assy there were 22 inspections on 1,100 parts with findings of rolled scale. Stat sample was performed back to last acceptable check 25,819 parts were rejected and placed on notification hold. Rejected product were then scrapped on (B)(6) 2017. Conclusion: bd was able to confirm the customers indicated issue. Based on the investigation, root cause was determined to be the infeed chains had a lot of slack in them before the load fingers. Chains would flex causing barrel to feed in at different angels. Could have been related to a possible jam. Root cause: yes-based on the investigation root cause was determined to be the infeed chains had a lot of slack in them before the load fingers. Chains would flex causing barrel to feed in at different angles. Could be from possible jam. Corrective action: tightening of the in feed chain tensioner.

Manufacturer narrative:
One sample was received and a photo was returned, the sample confirmed the customers scale marking issue. Conclusion: a absolute root cause for this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
The line increments are uneven on a 60 ml bd" syringe with bd luer-lok" tip. No medical interventions.